Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31270446l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for premature ventricular contractions with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a transient episode of heart block. While ablating a pvc in the right leg near the bundle of his, a transient block occurred. Since no block was observed afterwards and no pvcs were produced, the procedure was completed and the patient was followed up. No additional intervention was provided. No further complications were noted and the patient fully recovered and was discharged. No estimation of a casual relationship between the catheter and the injury was provided, though the physician estimated no that no further complications would result for the patient. The patient has discharged from the hospital with no issues. The patient was reported to have fully recovered and discharged; discharge date was unknown. Per the physician, the origin was close to the bundle, the physician performed ablation very carefully and did not ablate the wrong part. The physician believed the issue was no problem if there was nothing wrong with the patient's progress.